Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed which found the cause of the issue to be a bad cold solder joint. Reflowed the solder of the internal real time clock lithium battery lead in order to fix the issue and replaced both housings assembly.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error code 1260 displayed, damaged rear labels, fogged lens, and a front case damaged inside. Per reporter, the product fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported.